Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a skin reaction to the sensor adhesion and skintac. Reportedly, the customer had a rash that was treated with neosporin and cream that was prescribed from a health care professional. Replacement sensors were sent to the customer.